Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When opening the packet, a black mark was noted on syringe trip.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a burn mark on the syringe barrel tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. During machine startup, material overshot occurred in the first shot, causing excess material to fall onto the molded parts. Although the startup parts were scrapped per procedure, an overshot part could have accidentally dropped into the good parts bin. A review of past 12 months¿ quality notifications was performed. No similar quality notification was raised for the reported defect.